Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. During failure investigation of the returned gas delivery system (gds) it was found that the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail.

Event description:
The customer stated that the unit would not pass flow testing. There was no patient involvement.